Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) with no information. Information identified in the paperwork indicated the patient died approximately 10 months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) with no information. Information identified in the paperwork indicated the patient died approximately 10 months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Concomitant product: 4092 implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted the outer insulation was breached cut, there was blood on the proximal conductor and there was apparent explant damage.